Event description:
The customer contacted baxter's technical service center to report a issue of system error (se) 2240 (air in line) found on the home choice (hc) device during use. The home patient (hp) turned the hc off and on, the hc alarmed with se 2367. The hp disconnected and turned off the hc. The baxter technical representative (tsr) explained the alarms. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Suspect medical device info, contact office info and 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4) and 510k number are updated.this complaint for a system error 2240 (air in set) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.